Event description:
A malfunction alarm identified as "malf 0" occurred, but no notable events were reported prior to this issue. The customer did not provide information regarding the impact on blood glucose levels. Technical support assisted the customer in resetting the pump, which resolved the malfunction as it did not recur. The customer continued to use the pump for insulin therapy.